Event description:
The lay user/patient's daughter contacted lifescan in 2007 and alleged that the patient's one touch ii meter (serial number not provided) was reading inaccurately low. This complaint was classified based on the customer care advocate (cca) documentation. The daughter reported that the alleged issue first occurred the month before (exact date/time not provided). She mentioned that the patient had obtained results of 40 mg/dl, 50 mg/dl, and 60 mg/dl (result could not be verified since the daughter did not have the meter/supplies with her at the time of the call). As a result of the reported issue, the patient continued with her usual dose of diabetes oral medication. The daughter also mentioned that after the reported issue began, the patient felt weak and was taken to the hospital. The hospital meter result was 500 mg/dl and she was treated with IV fluids. At the time of troubleshooting, it was verified that the meter was set to the mg/dl unit of measurement at the time of testing. The patient's testing technique was correct and she was also cleaning the puncture area properly. This complaint is being reported because the reporter alleged the patient required treatment for hyperglycemia after the patient had obtained low results on the reported meter. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.